Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The event occurred at ehime university hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced atrial tachycardia due to a communication problem with the cardiac resynchronization therapy defibrillator and interference with the left ventricular assist device. An external defibrillator was used to resolved the atrial tachycardia to sinus rhythm. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Cardiac arrhythmia is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate ii lvas and no further events have been reported. The manufacturer is closing the file on this event.